Event description:
The patient has a history of v-tach, a-fib, end stage renal disease, multiple co-morbid conditions of non-ischemic cardiomyopathy, an ejection fraction of 20%, and was on a home IV dobutamine infusion. The patient was on vancomycin for a hickman catheter infection with positive blood cultures for coagulase-negative staphylococcus. The patient was admitted for an eroded ICD site (infection) and laser lead extraction. The procedure (performed in the or) appeared to go smoothly until a significant drop in blood pressure occurred which was determined to be caused by a laceration in the patient's right ventricle. The patient was immediately placed on bypass and underwent surgery for cardiac repair. The patient did expire approximately two weeks later which was thought to be due to his disease process and multiple co-morbidities. Cause of death identified as septic shock, cardiogenic shock and end stage renal disease.

Event description:
The patient has a history of v-tach, a-fib, end stage renal disease, multiple co-morbid conditions of non-ischemic cardiomyopathy, an ejection fraction of 20%, and was on a home IV dobutamine infusion. The patient was on vancomycin for a hickman catheter infection with positive blood cultures for coagulase-negative staphylococcus. The patient was admitted for an eroded ICD site (infection) and laser lead extraction. The procedure (performed in the or) appeared to go smoothly until a significant drop in blood pressure occurred which was determined to be caused by a laceration in the patient's right ventricle. The patient was immediately placed on bypass and underwent surgery for cardiac repair. The patient did expire approximately two weeks later which was thought to be due to his disease process and multiple co-morbidities. Cause of death identified as septic shock, cardiogenic shock and end stage renal disease.